Event description:
On (B)(6) "20130", the patient contacted animas and reported a dim display screen. The patient reportedly noticed the issue 2 weeks ago and the display screen progressively became worse over time. The patient stated the display screen was difficult to read during daylight. It was noted after a battery change, the issue was not resolved. The patient denied damage to the pump or that the pump was exposed to moisture. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/15/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be dim/faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no signs of fading or discoloration.